Event description:
Complainant alleged that the display is flickering and appears to be attempting to cycle power. The device was turned off by pressing and holding the standby/on button for an extended period. Complainant did not indicate that there was any patient involvement during the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to the zoll fa lab for further evaluation. During the evaluation, several functional and physical issues were identified related to the unit's setup, operation, and internal configuration. Upon powering the device on in normal mode, a hardware fault (hw fault) error occurred. This was traced to a non-functioning fan and physical damage to the fan guard and filter housing. Visual inspection of the device revealed that the upper boot and three screws were missing, along with a finish washer. Additionally, the fan blade exhibited visible bending and scratches and was clearly displaced from the other blades. The external condition of the unit showed signs of significant physical damage. Removal of the soft side revealed gouges along the side of the unit, further indicating that the device had been subjected to force or mishandling. A known good fan was installed into the device and the device powered on with no issues. The hw fault error was not triggered with the known good fan installed; therefore, the root cause of the failure is determined to be due to the damaged fan.